Manufacturer narrative:
On 27 december 2022, the distributor reported the additional information: the pump history was checked, and it was determined that multiple power source alerts occurred. On 25 august 2022 the pump successfully began charging after leaving the pump plugged into the power source. Medical device report (MDR) code 2885 removed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 150 (mg/dl). No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.